Manufacturer narrative:
The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device delivered inappropriate shock due to episodes of oversensing and undersensing. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.